Event description:
During a right total hip replacement procedure, resistance was encountered while inserting a cement restrictor using the stryker bioprep bone preparation kit. Although the restrictor was advanced to the intended depth, the inserter could not be disengaged despite multiple attempts to unscrew and remove it. During these efforts, the distal tip of the inserter fractured, leaving a portion of the device within the femoral canal. Subsequent retrieval attempts were unsuccessful, resulting in a prolonged procedure that was ultimately terminated, and the patient was transferred to another facility for further management. A secondary surgery was later performed to remove the retained components, reportedly requiring a trephine and cerclage, and the patient subsequently required extensive rehabilitation. The reporting surgeon indicated that there was no device malfunction or product quality issue, and attributed the event to patient-specific anatomical considerations, specifically that the inserter was too large relative to the patient¿s smaller femoral canal, which contributed to the inability to disengage the device.